Event description:
During a balloon dilitation catheter procedure using the microvena ultra select nitinol guidewire, the coil of the guidewire became detached and the tip remains in an artery of the lower leg.